Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Product was returned and examination of the returned articular surface determined that dovetail feature was flared and compressed. Gouging was seen on distal side and discoloration on the proximal side. Dimensional analysis shows that measured dimensions are with in tolerance limits. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required as no trends were identified. There are warnings in the package insert that this type of event can occur and risks are addressed in risk documentation. The per states that the surgical technique was followed; however, the dovetail compression identified during the evaluation of the returned product indicates that the articular surface was not properly aligned while being pushed in with the inserter. So, the root cause is related to the surgical technique. A summary of the investigation was sent to the complainant conveying proper surgical technique and use of the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
UDI: b)(4). If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed a follow up MDR will be submitted. (B)(4). Event occurred in (B)(6).

Event description:
It is reported that during a knee arthroplasty that the locking tab of an articular surface inserter became jammed in the tibial component. The implant would not fully seat into the tibial component. Upon removal and inspection it was noted that on of the locking tabs was damaged. A different articular suface was used to complete the surgery with no impact to the patient.